Manufacturer narrative:
Correction: b3, d10 therapy date, g3. Date received for initial submission should have been (B)(6) 2023.

Event description:
On (B)(6) 2023 it was reported to fresenius technical support that there was a failed uf pump verification test on a 2008t hemodialysis machine. It was recommended to replace the uf pump and perform a uf problem identification checklist. The complaint form documented that the customer reported a patient injury, but no additional information was provided. The machine was tagged out of service. Attempts to obtain additional information were unsuccessful. It is unknown what type of injury the patient reportedly experienced or if the patient required medical intervention as a result. Additionally, it is unknown when this injury occurred. It was not specified if it was related to the uf pump issue or if it occurred prior to the uf pump issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
On (B)(6) 2023 it was reported to fresenius technical support that there was a failed uf pump verification test on a 2008t hemodialysis machine. It was recommended to replace the uf pump and perform a uf problem identification checklist. The complaint form documented that the customer reported a patient injury, but no additional information was provided. The machine was tagged out of service. Attempts to obtain additional information were unsuccessful. It is unknown what type of injury the patient reportedly experienced or if the patient required medical intervention as a result. Additionally, it is unknown when this injury occurred. It was not specified if it was related to the uf pump issue or if it occurred prior to the uf pump issue.

Event description:
On 24/aug/2023 it was reported to fresenius technical support that there was a failed uf pump verification test on a 2008t hemodialysis machine. It was recommended to replace the uf pump and perform a uf problem identification checklist. The complaint form documented that the customer reported a patient injury, but no additional information was provided. The machine was tagged out of service. Attempts to obtain additional information were unsuccessful. It is unknown what type of injury the patient reportedly experienced or if the patient required medical intervention as a result. Additionally, it is unknown when this injury occurred. It was not specified if it was related to the uf pump issue or if it occurred prior to the uf pump issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. Therefore, the completion of a clinical investigation is not warranted at this time.